Event description:
It was reported by the technician that after a long procedure, the plastic tubing on the side arm popped off while they were injecting. The technician alleges this has happened a few times over the past two years. When this occurs they push the side arm back on, but blood has squirted everywhere and makes the procedure difficult. There have been no pt complications reported. Add'l info received from the sales rep on 08/21/2009 stated the technician said they were never pressure injecting, always hand injecting.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.